Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had noise during an episode. It was also reported the device had a slight morphology change. The device was still in use. No patient complications were reported as a result of this event.